Event description:
A home patient contacted baxter's technicial service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1 of her automated peritoneal dialysis therapy. Per initial report, the home patient disconnected during a dwell cycle, did not press stop, the homechoice machine alarmed, then the home patient connected to the homechoice machine. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.